Event description:
Pt had left total knee replacement and x-ray done post-operatively revealed foreign body in the surgical area. Pt returned to surgery the following day for removal of foreign body. Foreign body removed and identified by the surgeon as a screw from a rongeur from the total knee retractor tray. All four total knee retractor trays located in the operating room were opened and inspected with one grasper missing a screw. Foreign body appears to be the same type of screw in the other graspers (rongeur) from the other total knee retractor trays.